Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive an ion product to perform failure analysis. The peripheral vision probe was analyzed, and the complaint was not confirmed by failure analysis. The vision probe was found with no external/physical damage. The instrument¿s housing connector plug, shaft (no kink) and illumination fibers were all intact. No rattling noise was observed inside the connector plug housing when manually shaken. No missing material or component was observed. There was no sign of fluid intrusion found in the cable adapter. Attempted to extract fluid from the vision probe but no fluid was acquired. Installed the vision probe on in-house system with no issue and no generated error message during testing. The led light was illuminated, and clear image was observed. The vision probe was tested multiple times with all initialization and orientation passing from in-house system. Passed lung mapping registration. The vision probe passed air leak test. The instrument was fully functional. No product issue was found.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after an ion endobronchial lung biopsy procedure, the customer stated that a small metal piece was found in the bottom of a tray. The customer reported to be unsure if it had broken off the catheter or the peripheral vision probe. It was indicated that the procedure was completed with no reported patient harm, adverse outcome, injury or procedural delay. No fragment fell into the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: it was stated that the physician did not notice anything of concern and was not aware that a piece of metal was found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the ion for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.